Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
Customer reported light head fell off the arm. No harm or impact to a surgical procedure was reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
During investigation it was identified that the retaining sleeve was broken. This allowed the retaining segment to come out of the connection between the spring arm and light head. Following this the light head detached and fell down. At the broken retaining sleeve there was visible external impact which may have caused the breakage. A design, installation or production failure could be excluded. The light head was replaced by a new one as it was damaged during the fall. Based on this, no further actions are necessary.

Event description:
Customer reported light head fell off the arm. No harm or impact to a surgical procedure was reported. This report was filed in our complaint handling system as complaint # (B)(4).